Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blister ("blisters"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2016, the patient experienced the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("chronic back pain"), mood swings ("mood swings"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast and utis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: yeast and utis"), depression ("depression"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurry vision, strengthen my contacts"), fatigue ("fatigue"), the second episode of weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), libido decreased ("low sex drive"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and arthralgia ("joint pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and salpingectomy (bilateral)) and surgery (gastric sleeve surgery 2016). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, fungal infection, urinary tract infection, female sexual dysfunction, depression, blister, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, vision blurred, fatigue, the last episode of weight increased, dysgeusia, libido decreased, alopecia and arthralgia outcome was unknown and the back pain, migraine, mood swings, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, blister, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, libido decreased, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - on an unknown date: everything was fine and in place. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received. New events added- mood swings, infection (bladder/urinary tract/vaginal) type: yeast and utis, apareunia (inability to have sexual intercourse), depression, blisters, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, blurry vision, strengthen my contacts, fatigue, weight gain, metallic taste in mouth, low sex drive, abdominal pain, joint pain and hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), mood swings ("mood swings/ hormonal changes describe:"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast and utis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: yeast and utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), blister ("blisters"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), rash ("rashes"), skin disorder ("skin conditions type") and cystitis ("bladder infection"). In (B)(6) 2016, the patient was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disorder"), back pain ("chronic back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurry vision, strengthen my contacts"), dysgeusia ("metallic taste in mouth"), libido decreased ("low sex drive"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and arthralgia ("joint pain"). The patient was treated with surgery (gastric sleeve surgery 11/2016 and total hysterectomy (uterus and cervix removed) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, depression, blister, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, vision blurred, fatigue, the last episode of weight increased, dysgeusia, libido decreased, alopecia, arthralgia, rash, skin disorder and cystitis outcome was unknown and the back pain, migraine, mood swings, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, blister, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, migraine, mood swings, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vision blurred, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: everything was fine and in place.. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet & social media received: new events - rashes or skin conditions type, bladder infection were added. Reporter's information, patient demography, onset date of events were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), mood swings ("mood swings/ hormonal changes describe:"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast and utis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: yeast and utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), blister ("blisters"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), rash ("rashes"), skin disorder ("skin conditions type") and cystitis ("bladder infection"). In (B)(6) 2016, the patient was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune disorder"), back pain ("chronic back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurry vision, strengthen my contacts"), dysgeusia ("metallic taste in mouth"), libido decreased ("low sex drive"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and arthralgia ("joint pain"). The patient was treated with surgery (gastric sleeve surgery (B)(6) 2016 and total hysterectomy (uterus and cervix removed) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, depression, blister, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, vision blurred, fatigue, the last episode of weight increased, dysgeusia, libido decreased, alopecia, arthralgia, rash, skin disorder and cystitis outcome was unknown and the back pain, migraine, mood swings, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, blister, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, migraine, mood swings, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vision blurred, vulvovaginal mycotic infection, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: everything was fine and in place. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) -2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), weight increased ("weight gain"), autoimmune disorder ("autoimmune disorder") and migraine ("migraines"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, weight increased, autoimmune disorder and migraine outcome was unknown. The reporter considered autoimmune disorder, back pain, migraine, pelvic pain and weight increased to be related to essure. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.